Event description:
It was reported that the patient experienced the left cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp left cylinder was explanted and a new ipp left cylinder was implanted. The patient already had a right cylinder implanted and a right cylinder was not needed. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced pain at the cylinder area.

Manufacturer narrative:
Additional information:

Manufacturer narrative:
Device analysis: cylinder aneurysm was reported. The ams700 cylinders were visually inspected and functionally tested. No leak was found. One cylinder performed within specifications. The other cylinder had broken fabric threads at a fold and bulged when inflated. Cylinder aneurysm was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the patient experienced the left cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp left cylinder was explanted and a new ipp left cylinder was implanted. The patient already had a right cylinder implanted and a right cylinder was not needed. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced pain at the cylinder area.

Event description:
It was reported that the patient experienced the left cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp left cylinder was explanted and a new ipp left cylinder was implanted. The patient already had a right cylinder implanted and a right cylinder was not needed. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.